Event description:
The customer reported via phone call that they had a prime rewind anomaly. The customer also reported a compromised force sensor system alarm occurring. The customer also reported insulin was squirting out during the manual prime process. Customer's blood glucose was 207 mg/dl. The customer also reported their drive support cap was sticking out. The customer reported pressing the drive support cap back in. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.